Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Manufacturer narrative:
Sc-1110 sn (B)(4): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg exhibits normal characteristics. Sc-2218-50 sn (B)(4): device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 24.51 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The fractured cables are all contained in the lead lumen, cables were not exposed. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the ipg revision is that the patient cannot feel paresthesia. The physician suspects malfunction of the lead. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot#: (B)(4), description: linear st lead, 50cm model#: sc-3138-35, serial/lot#: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's lead and ipg were explanted and replaced. The patient is now receiving adequate pain coverage.